Event description:
International affiliate reports the cage was found to have come loose and migrated posteriorly into the spinal canal approximately six weeks after implantation. The patient is experiencing irritation and pain. The cage remains implanted, and there are no plans for revision surgery at this time.

Manufacturer narrative:
The device remains implanted and there are no plans for explantation at this time. Depuy spine has requested the device product code, lot number, and copies of x-ray images for examination. A follow up report will be filed upon receipt of the requested information/images and completion of the investigation.